Manufacturer narrative:
(B)(4) = feeder shoe, anti-backup and ratchet pawl.

Event description:
It was reported that during an unknown procedure, the clips would not load. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed two malformed clips due to an anti-backup failure and thirteen conforming clips; however, the clips were fed intermittently. In addition, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue and the failure of the lockout feature. In addition, the ratchet pawl and ratchet pawl spring were found to be out of position; this condition caused the anti-backup failure. No conclusion could be reached as to what may have caused the reported incident.